Manufacturer narrative:
Unit passed selftest and displacement test. Pump error 63 alarm (variable 3) confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly. Unit received with keypad overlay peeling.

Event description:
It was reported that the insulin pump had hardware low level failure. Customer¿s blood glucose level was 12. Mmol/l at the time of incident. Customer was able to successfully clear the alarm. Customer received request to rewind insulin pump. Customer is able to complete insulin pump rewind. Customer stated that the insulin pump had passed the self test. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.